Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient's scs ipg would not connect to the patient controller (pc). Reportedly, the issue begin after the patient underwent a surgical procedure and the device was not set to surgery mode. Multiple attempts by the company representative to re-establish a connection between the ipg and the pc were made, but were unsuccessful. Consequently, surgical intervention was taken and the ipg was replaced with a new one and the issue resolved.